Event description:
Clinical narrative: 60-year-old female patient with a history of cardiomyopathy, class acute decompensated chronic. On impella 5.5 support since on (B)(6) 2026 in scai stage d. On (B)(6) 2026, an impella rp flex was inserted via the right internal jugular vein to provide right-sided circulatory support. The patient had undergone temporary or permanent pacemaker placement the preceding day. Following the impella rp flex implantation, the patient developed cardiac tamponade, which was identified as occurring shortly after the procedure. Location of the bleed was noted to be at the right atrium/superior vena cava junction. The patient was taken for surgical repair, during which approximately 1.5 liters of fluid were drained from the pericardium. The impella rp flex device was removed, and the patient was transitioned to peripheral veno-arterial extracorporeal membrane oxygenation for hemodynamic support. In this setting, extracorporeal membrane oxygenation is the primary hemodynamic support device, while the impella 5.5 device remained in place via for left ventricular venting. The patient remains on both impella 5.5 and va-ECMO mechanical circulatory support following surgical intervention. The cardiac tamponade occurred and could be related to recent invasive procedures, including impella rp flex placement and pacemaker insertion.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and noted the device is available and will be returned for investigation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. The cause of the injury was not determined due to insufficient clinical details.